Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun, marked hold for storage. A follow-up report will be submitted when the manufacturer's investigation is complete.